Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported 4 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. On (B)(6) 2024 sample ids (sids) (B)(6) were tested on the alinity m resp-4-plex assay and were positive for the sars-cov-2 target. A different aliquot of the same samples were retested on the bd max system with negative results. The technical application specialist (tas) on-site noted that during the pre-analytic steps (sample inactivation pretreatment) the technician used incorrect pipette tips to aspirate the samples causing cross-contamination. The tas noted that the tips were too short to use with the sample tubes and the pipette holder and ejector touched the upper part inside the tube. The tas advised the technician about the risk of contamination using the short tips, nevertheless the technician did not have any other tips to perform the inactivation sample at that moment. After this observation, the tas recommended swabbing the pipette, the laminar flow hood, the sample rack, the alinity m screen, and to collect the inactivation buffer and test some water samples. The test confirmed contamination on the pipette and in the inactivation buffer. The results generated on the alinity m of these 4 samples were reviewed by the laboratory manager who then decided to repeat the samples using the other methodology (bd max). The inactivation buffer was discarded and new pipette tips were used. The customer accepted the instrument for routine use and did not report any other issues or discrepant results. The customer believed that the false positive results were generated by contamination during the pre-analytic steps. The results released were the negative results for all samples. There was no impact to patient management.